Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was fully functional and passed incoming functional testing of the device's ECG acquisition and pulse delivery circuitry. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death/treatment) was confirmed. Upon investigation the monitor was fully functional and passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2018 while wearing the lifevest. The patient was not conscious and in a skilled nursing facility at the time of the event. Per review of the event, the patient's rhythm transitioned to bradycardia at 20 bpm, degrading to asystole with intermittent cardiac activity. The lifevest delivered two treatment shocks while the patient was in asystole. Oversensing of the low-amplitude cardiac signal contributed to the false detection. The patient remained in asystole during the event and until device deactivation. There is no evidence that the treatment caused or contributed to the death as the patient was already in a non-life sustaining rhythm.